Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, provided pump reset information, and instructed the customer to continue using the pump while advising a callback if the malfunction recurred.